Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, the upper jaw did not fully close or grasp the suture properly. This is most likely caused by handle operation failure to meet requirements. Functional testing was performed noticed that the device did not work as required. A CAPA was opened to address this issue. The cause remains internal manufacturing.

Event description:
On 04/19/2023, it was reported by a sales representative via sems that an ar-13999mf fastpass scorpion jaw would not close in order to fire the suture. This occurred during a rotator cuff repair on 04/18/2023 upon opening the multi-fire needle it was added to the device and tested. It was noted that the jaw would not close completely and was not operating appropriately. The scorpion never touched the patient. A different scorpion was opened and used to complete the case. There was no patient effect.